Event description:
It was reported that during an unspecified procedure, the patient had slow flow. The lesion being treated was an in-stent restenosis in the moderately tortuous distal right coronary artery (rca). During the initial inflation to 10 atms, the flextome monorail cutting balloon had a pinhole rupture. Following the balloon rupture, the patient had a slow flow lasting 10 minutes and a decrease in blood pressure. The physician then used an unspecified aspiration catheter, which cleared up the slow flow. The flextome monorail balloon was removed fully intact, and no further complications were reported. The procedure was not completed due to the slow flow and decrease in blood pressure. Patient's status was reported as 'good'.